Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on the electronic assembly. Also, insulin pump was received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. Unable to verify keypad unresponsive and button error alarm and perform the self-test, sleep current measurement, active current measurement and displacement test due to blank display. No moisture damage on the keypad traces or keypad dome switches noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was exposed to moisture. Customer went swimming and after a while she noticed a crack in the case of her pump. The customer¿s blood glucose was unknown at the time of the incident. The customer stated that the keypad was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.